Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction occurred. The subtotal stenosed lesion being treated was located in the left anterior descending (lad) artery. A 2.75x12 mm taxus express2 drug eluting stent was deployed and post dilated with a 3.0x8 mm quantum balloon. Clopidogrel was administered for 9 months. Two years and 2 months post the initial procedure, the patient was admitted with a myocardial infarction, which probably had occurred 1 week prior to hospitalization. The lad was open, but ventriculography revealed a myocardial infarction of the anterior wall. It is unknown what intervention was done. No additional patient complications were reported. Patient status reported as "ok."